Event description:
A customer reported an alert related to an incomplete temporary rate in the pump history. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the issue, the customer administered a corrective injection manually and received guidance from technical support on how to prevent accidental alerts by ensuring the pump screen was off before storing it away. The customer understood and acknowledged these instructions.